Manufacturer narrative:
Age or date of birth, weight and ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: if implanted, give date: not applicable, as there was no patient contact with the product. Explant date: if explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter name and address: telephone number: (B)(6). Device evaluation: product testing could not be performed as the device was discarded at the customer's site. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was very difficult to move forward through the tube of the cartridge. Account indicated that the lens must have snagged. Upon closer inspection it was observed that the iol had probably cracked. Through follow-up we learned that turning the plunger was difficult and the lens never exited the unit; therefore, it is unknown how the lens looked specifically. There was no patient contact with the product. The backup iol was implanted normally and without problems. No further information was provided.